Manufacturer narrative:
A voluntary medwatch form 3500 was received (report mw5109236); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the patient experienced cardiac tamponade secondary to cardiac perforation and went into coma requiring intubation and treatment in intensive care unit. The leadless ipg , delivery system and introducer were attempted/ not used.  No further patient complications have been reported as a result of this event.